Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited a high out of range pacing impedance measurement of greater than 3000 ohms. Loss of capture was also observed on the ra channel. The system was reprogrammed to vvi 50 and the ra lead remains in service. No adverse patient effects were reported.